Event description:
Diabetic ketone acidosis; medtronic g6 insulin pump s/n (B)(4) alerted once that the battery was dead while I was sleeping and stopped insulin delivery. This lasted until I woke up to have a high blood sugar of 425. This level of alerts is not adequate for something as critical as insulin delivery (the whole purpose of the device). Other insulin pump manufacturers have alerts for the low battery condition that do not stop after one instance. FDA safety report ID# (B)(4).